Manufacturer narrative:
The pump has been returned and evaluated by product analysis 10/03/2013 with the following findings: the complaint of the dim and discolored display screen was not able to be duplicated; the pump powered on and the display screen was fully functional and illuminated with no visible signs of fading or discoloration. During investigation, the display screen was found to be lifted and was not secured. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a display (dim/fading/color spectrum) issue. The reporter alleged that the display screen was dim/fading and a portion of the left and right side were blank. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.